Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery depleted condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board and internal battery need to be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.